Manufacturer narrative:
(B)(6). This report is for an unknown quantity of unknown cortex screws. Per facility, the complainant parts will not be returned for evaluation as they are in the possession of the patient. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was originally treated for a tibia plateau fracture with a 3.5mm variable angle (va) proximal tibia plate and an unknown number of screws (locking and cortical) on an unknown date. During the course of healing, the patient developed a nonunion. As a result, the patient returned to the operating room for a bone graft and was revised to a non-synthes product. The patient status was unknown as the surgery was still in progress when the event was reported. No reports of surgical delay or additional intraoperative medical intervention. This report is for an unknown quantity of unknown cortex screws. This report is 2 of 3 for (B)(4).